Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 83-year-old female noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. Impella turned on auto and suction on p2. Activated clotting time (act) not obtained before pump turned on. Act 237 after pump in body. Patient had small aortic arch possible suction due to patient anatomy. Impella protected pci supported throughout case on p-9 with 2.6 l/min of flow with suction per physician order. Device explanted without complication. There was no patient harm,

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The device was not returned for investigation. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided.